Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/05/2017, that on (B)(6) 2017, the transmitter stopped working. No additional event or patient information is available. Product was not returned. However, data was provided and reviewed for evaluation on 01/10/2017. Complaint for of the transmitter that stopped working was confirmed by the observations of gaps in readings. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A pairing and function test were performed and it passed both. Previously, data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter stopped working was confirmed. The root cause cannot be determined .